Manufacturer narrative:
The failure for bias current error was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. Corrosion was found affecting the components of the device including the cable pins, motor and bearings. The affected parts were replaced and the device was returned to stryker loaner stock.

Event description:
The core micro drill was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The core micro drill was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.